Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem of an e006 error message was confirmed. The device evaluation found that there were multiple e486, no instrument connected, error messages listed in the error log, and minor scratches / dings on the housing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the generator was giving an e006, insufficient conductivity, error message. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e006 error message could not be reproduced. It was therefore determined that with respect to the reported issue, the device was within specifications. The root cause could not be identified; error message e486 was also reported, and the following was documented "universal hf instrument not working due to faulty mother board". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.